Event description:
It was reported that the reservoir of one folfusor elastomeric device ruptured during filling. The device was being filled with glucose 5% and fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was manufactured between 03/31/2014 and 04/01/2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection showed the ruptured bladder. During microscopic inspection, markings were noted on the exterior surface of the bladder near the rupture line. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.